Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. Reportedly, the ok keypad button stopped working after the patient went swimming with the pump. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2016 with the following findings: there was no visible moisture found prior to opening the pump. The keypad cover was intact and the ok keypad button was unresponsive. The keypad cover was removed and no defects were found to the button contacts. Investigation revealed two casing cracks between the case seal and the keypad cover, a casing crack between the case seal and the display lens, and a crack in the battery compartment. Leak testing failed due to the casing cracks. The pump casing was removed and there was evidence of moisture on the main printed circuit board. Additional testing could not be completed due to the unresponsive ok button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.